Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for investigation/evaluation but to olympus shanghai (osh) (returned to osh on (B)(6) 2022. The evaluation at osh confirmed that a part of the ceramic insulation at the distal end of the resection sheath is broken off. The cause of this damage is most likely mechanical overload by the application of excessive force like impact, fall, shock or similar stress in combination with wear and tear. Therefore, this event/incident was attributed to use error. It cannot be conclusively determined whether the insulating insert was pre-damaged at some point in the past, whether the damage was caused during the reprocessing cycle preceding the incident, or during the procedure. The evaluation also found that the guide screw was exchanged by an unauthorized third party repair. A material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected lot number of the resection sheath without showing any abnormalities. The case will be closed on olympus side and the user will be informed about the investigation results.

Event description:
Olympus was informed that after an unspecified therapeutic procedure, the ceramic insulation of the resection sheath was found to be broken. There is no indication that a broken fragment fell into the patient and there was no report about an adverse event or patient injury. The intended procedure was completed with a similar device.